Event description:
It was reported that during a superion indirect decompression system implant procedure, during deployment the spindle cap of the spacer broke. The broken spacer was removed and a new smaller sizer spacer was successfully implanted.